Event description:
The customer reported being hospitalized due to high blood glucose of 170mg/dl, and she was treated with a bolus through the insulin pump. Troubleshooting was performed. The time, date, and settings were correct. Instructed the caller to remove the reservoir and to rewind. Ran a fixed prime test and the insulin did exit. The caller stated that her insulin pump did not alarm, and her blood glucose was getting higher. Advised the customer to call back when the tubing clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.